Manufacturer narrative:
E1. (B)(6) the device was returned to olympus for inspection, and the reported failure was not confirmed as event was not reproducible. In addition, the following reportable malfunctions were identified during the device evaluation: scratch on the exterior of the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established for scratch on the exterior of the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope required inspection due to device reprocessing problem. No additional information was provided. The issue occurred during reprocessing. There were no reports of patient involvement.